Event description:
It was reported that after a percutaneous transluminal angioplasty of an iliac artery, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, resistance was encountered inserting the device into the vessel and positioning/deploying the needle plunger. After the knot was advanced to the vessel, bleeding continued. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance during needle/plunger deployment was not confirmed. The reported difficult to insert in the anatomy and failure to achieve hemostasis could not be tested in a testing environment; therefore, the reported difficulties were not confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to insert, or difficulty deploying the plunger incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.